Event description:
It was reported that the surgeon performed tlif surgeries on approximately 50 patients using rhbmp-2/acs over the past 2 years. 90% of the cases were 1 level open tlif using 2.8cc bmp. 10% of the cases were 2 level using 8.0cc bmp. The surgeon estimated that 15% of these patients developed cage subsidence with leg pain symptoms post-op.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).